Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient implanted for spinal pain. The hcp reported that the patient is claiming that their device is not working. The hcp had no further details regarding the event. No further complications or patient symptoms were reported or anticipated.